Manufacturer narrative:
The end-user reported that the outcome event resulted in required intervention to prevent permanent impairment/damage; however, there was no mention that any injury (serious our otherwise) occurred. There was also no mention of any medical or surgical intervention to prevent impairment or damage, only that the drug was withdrawn into another syringe. Yukon medical has not received any previous reports of septum push-in when attaching a 20mm smartsite vialshield device to a drug vial or when used in combination with a vial press in the two years that it has been on the market. Yukon will continue to monitor all post market surveillance data for related trends and take appropriate action.

Event description:
As reported in maude event voluntary report mw5042334: carefusion smartsite vialshield 20mm closed vial access device (#1) failed to completely penetrate the stopper of teva paclitaxel 300mg/50ml vial (#2). The vialshield and paclitaxel vial were placed in the connecting apparatus provided by carefusion. The lever was pulled down to activate the connections instructed by carefusion; however, the vialshield failed to completely penetrate the vial stopper. Instead, the vial shield pushed the stopper down into the vial. To minimize exposure to paclitaxel, the hazardous contents of vial were drawn up into a 60ml syringe and capped with a tevadaptor syringe adapter.